Manufacturer narrative:
The available information suggests that this device remains in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was seen in-clinic for a scheduled device follow-up on (B)(6) 2019. In (B)(6) 2019, the remaining longevity for this device, implanted on (B)(6), 2016, was 4.0 years. In (B)(6) 2019, the remaining longevity had decreased to 2.5 years. The right atrial (ra) pacing thresholds could not be measured as the patient's atrial fibrillation. However, the ra pacing percentage was 43%. The right ventricular(rv) pacing threshold was 2.1 volts at 0.4 ms. The programmed rv output was 4.5 volts at 1.0 ms. Stored data was analyzed and the battery depletion was not stable (random and intermittent power fluctuations). It was concluded that the device was malfunctioning and should be explanted within 7 days. At the time of the in-clinic follow-up, therapy delivery was not affected. A low voltage fault was first declared on (B)(6), 2019. There were no other faults or resets stored within device memory.